Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power cord was hot to touch. A boston scientific company representative assisted in troubleshooting and the issue was resolved. No adverse patient effects were reported. The communicator remains in service.